Event description:
A consumer reported the device stopped working three to four months after it was implanted, and never provided the patient with any therapeutic benefit. Relevant medical history includes urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.